Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported by an attorney that the patient underwent another procedure on (B)(6) 2008 and apogee was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh as implanted concurrently with vaginal extra peritoneal colpopexy, excision of two separate lipomas, mons pubis. It was reported that the patient underwent implant of apogee, pubovaginal sling and urethrolysis on (B)(6) 2008 due to continuous sui from intrinsic sphincter deficiency and rectocele after failed urinary incontinence surgery. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.